Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation below rated burst pressure, the balloon ruptured. The device was removed from the patient's body without problem and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.